Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the patient developed an infection at the implant site. On (B)(6) 2014, the patient was prescribed oral antibiotics (duration not reported) without resolution. On (B)(6) 2014 the patient underwent a procedure to have excess skin excised, the abutment removed and the site sutured closed. The implanted device remains.